Event description:
Surgeon passed the teleport over the guide wire and encountered resistance. Thinking that it was the skin incision not being long enough he forced it down. Due to our image of the k wire being obstructed laterally due to the metal work for the tlif we did not see that he had placed a nice z shape bend into the k wire - hence when the drill encountered this z bend it splayed. We only discovered the bend in the k wire when we removed it from the pt.